Event description:
It was reported that during a sleeve gastrectomy procedure, the device was being used for a third firing on the stomach with a green cartridge. After firing once the device was opened the outer most rows of staples on the patient side formed. The other side of staples did not form at all. Upon inspection of the fired cartridge, it was fractured. A new cartridge was placed in the same device and the surgeon re-fired the device over the same area. No issue reported with that firing. The procedure was completed with the same device. There was no patient impact.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.